Event description:
Reporter indicated a vns pt's generator had migrated for the second time. A non-absorbable suture was used to secure the generator to the fascia for the initial implant surgery. At the first generator repositioning surgery, the generator was secured to the fascia per the MFR's recommendations. The pt is very thin and this was believed to have caused the initial migration. Attempts to the reporter for info about the second migration and the plan of care for the pt have been unsuccessful to date.